Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was confirmed following review of the returned device. Method & results: product evaluation and results: visual inspection of the returned device noted the following: scratches/dents on device and locking wire is bent. Material analysis of the returned device noted the following: examination of the returned device with engineer indicated that the device is damaged. Damage observed on the device is consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The wire of the insert came off before insertion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The wire of the insert came off before insertion.